Event description:
During a follow-up in-clinic, episodes of myopotential oversensing were observed on the device. Provocative testing was performed and the noise was not reproduced. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.